Event description:
Boston scientific received information that this lead was explanted due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the insulation which were the result of the explant procedure. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. This product issue will be re-evaluated if additional information is received.